Manufacturer narrative:
The reported complaint could not be confirmed. The returned iol was improperly re-cased by the customer, which resulted in optic and haptic damage. While we are unable to determine the origin of the lens damage, the observations documented in this evaluation reasonably suggest that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar reports in the lot.

Event description:
Nurse states patient experienced a capsular bag tear during intraocular lens (iol) implant surgery. She stated the surgeon would like the iol evaluated for a sharp edge. Additional information including patient identification and outcome has been requested.